Event description:
(B)(4). Severe headaches, migraine occuring while sleeping or waking up in morning or anytime during the day that will not go away by taking (B)(6), accompanied by nausea, vomiting,extreme fatigue,sleepiness, menstrual periods heavy or very light at times with blood clots, weight gain, belly looks pregnant, gassy, tummy aches, thinning hair, forgetfulness, blurry vision, moodiness, irritability, depression, arm,legs, shoulder and body aches.